Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that starting about the middle to end of august, when he would get about 100 feet away, from his controller (and his adaptive stim was on) his stimulation would increase. Patient said that his controller would show the increase in stimulation. Patient said that his manufacturer representative (rep) told him to turn off his adaptive stim to see if this situation would stop happening, but the patient didn't want to turn off his adaptive stim. Patient said that since receiving his new controller in september he has not had this issue. Additional information was received from the manufacturer representative (rep). The rep reported that they did not know the cause of the increase in intensity and patient weight was unknown.